Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received four unused i.d 8.5mm, catalog#: 61110085 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per jss specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 8.5 mm and work order #: (B)(4). The products were rec'd in sealed jss preprinted blister pack and affixed with label. The samples were inspected and the observations are as follows: two units confirmed for foreign substance in package, and two units were confirmed as deformed. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that they did not mee our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported that during incoming inspection, "found contamination on package".